Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at approximately 10 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.